Event description:
It was reported that "pt called asking about her implant and if it was part of a recall. The only information she gave in discussion was that she had a hip implant in 2004, is experiencing squeaking, popping and dislocation. She mentioned lot 206307. Patient was informed of the process to submit a per. Patient said she would get her medical records out of the car and call back. She never called back. Pt commented that this is a "product liability issue". This is all the information I have."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.